Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump failed a 2.5 hours battery operation test. This condition may have potentially interrupted delivery. This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event opened during the investigation of (B)(4)." The cause was identified to be damaged main batteries. "To correct this condition, the main batteries were replaced." If any additional information is received, a follow-up will be sent.